Event description:
It was reported that the with this inflatable penile prosthesis (ipp) experienced erosion in the prenoscrotal junction. The device was explanted and a tactra malleable penile prosthesis was implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.